Event description:
Pt reported to FDA that he had an unapproved screw implanted approximately 2 years ago and became disabled by the implant. He did sign an informed consent and was aware that the product was not approved at the time of implant; although the doctor said the product would be approved in a few months. The pt was reluctant to provide more specific info at the time of his call to FDA.